Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event, and the customer was performing a procedure that was completed using the same footswitch because the issue was intermittent. The philips field service engineer (fse) inspected the system on-site but was unable to replicate the customer-reported issue. The fse examined the system and found no abnormalities in the footswitch function at the time of inspection. However, the customer confirmed that the issue occurs intermittently. As a proactive measure, the fse replaced the wired footswitch. The wired footswitch was returned to philips for failure analysis, and the results confirmed multiple issues: anti-slip rings were missing, and several components were loose or broken. Functional testing confirmed that the footswitch pedal did not activate when pressed. The footswitch button, joystick, and handle were also found to be malfunctioning. After replacing the wired footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, leading to the determination that this scenario is unlikely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, and the issue did not impact the procedure because the issue was intermittent, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on the results of this investigation, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working intermittently. No harm to the patient or user was reported. Philips has started an investigation of this complaint.